Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopiantube(s))'), neuropathy peripheral ('neurological conditions or problems type: neuropathy'), seizure ('seizure'), peptic ulcer ('gastrointestinal or digestive system condition type: peptic ulcer disease (pud)'), basal cell carcinoma ('tumor / teratoma / cancer type: basal cell'), bipolar disorder ('psychological or psychiatric problem condition: bipolar') and nephrolithiasis ('bladder or urinary problems or changes-kidney stone') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, seizures and eclampsia, postpartum. Previously administered products included for an unreported indication: iud and depo-provera. Concurrent conditions included cerebrovascular disorder, chronic obstructive airways disease, epilepsy, stomach pain, memory loss, seasonal allergy, latex allergy, right lower quadrant pain, night sweats, perineal pain, shortness of breath, chest pain, neck pain, diaphoresis, chills, kidney stones, abscess, skin cancer, chickenpox, enterocolitis methicillin-resistant staphylococcus aureus, diaphoresis, abdominal tenderness, arrhythmia, pulmonary embolism, acute coronary syndrome, pneumothorax and intra-abdominal bleeding. Family history included colon cancer, hyperhidrosis, melanoma and cervical cancer (mother). Concomitant products included botulinum toxin type a (botox), clonazepam (klonopin), gabapentin (neurontin), ibuprofen, macrogol 3350 (miralax), nsaids, ondansetron (zofran), oxycodone, paracetamol (acetaminophen), sennoside a+b and topiramate (topamax). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problem condition: anxiety / other injury(ies) or complication(s) please describe: anxiety"), depression ("psychological or psychiatric problem condition: depressive / other injury(ies) or complication(s) please describe: depression"), panic attack ("psychological or psychiatric problem condition: panic attack") and mood swings ("mood swing"). In 2008, the patient experienced vision blurred ("vision/eye problems type: blurred vision"), visual impairment ("vision/eye problems type: sees white patches") and tooth disorder ("dental problems"). In 2010, the patient experienced allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: metals"). On (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"), back pain ("back pain"), groin pain ("groin pain"), pelvic pain ("pain") and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), seizure (seriousness criterion medically significant), peptic ulcer (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), eczema ("rashes or skin conditions type: exzema"), memory impairment ("neurological conditions or problems type: memory issues"), nervous system disorder ("neurological conditions or problems type: focal weakness"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), arthralgia ("right hip joint pain stabbing pain/ joint pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), nephrolithiasis (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and hot flush ("hot flashes") and was found to have basal cell carcinoma (seriousness criterion medically significant), weight decreased ("weight gain / loss specify which one:") and weight increased ("weight gain / loss specify which one:"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, neuropathy peripheral, seizure, peptic ulcer, basal cell carcinoma, bipolar disorder, menorrhagia, vaginal haemorrhage, dyspareunia, headache, allergy to metals, musculoskeletal pain, back pain, groin pain, pelvic pain, anxiety, depression, panic attack, eczema, memory impairment, nervous system disorder, vision blurred, visual impairment, tooth disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, nephrolithiasis, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, weight increased, alopecia, hot flush and mood swings outcome was unknown, the migraine and arthralgia was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, basal cell carcinoma, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, groin pain, headache, hot flush, memory impairment, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, nephrolithiasis, nervous system disorder, neuropathy peripheral, panic attack, pelvic pain, peptic ulcer, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- 2006 and 2012 and 2005. Current weight 150 lbs. On (B)(6) 2005- she was hospitalized for postpartum preeclampsia. Received treatment for dyspareunia, migraine, shoulder pain, back pain, groin pain, pelvic pain, abdominal pain, anxiety, bipolar , depression, panic attack, eczema, seizures, peptic ulcer, memory issue, neuropathy, focal weakness, urinary tract infection, apareunia, fibromyalgia, neuropathy, kidney stone, dysmenorrhea, nausea, joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, anxiety, bipolar disorder, back pain, peptic ulcer disease, focal weakness, joint pain, groin pain, weight gain, dyspareunia, menorrhagia, abdominal pain, nausea, vaginal bleeding, neuropathy, eczema, depressive, panic attacks". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: pfs and mr received :new events: hot flush, mood swing were added. Previously added urinary tract disorder was updated to kidney stone . No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), neuropathy peripheral ('neurological conditions or problems type: neuropathy'), seizure ('seizure'), peptic ulcer ('gastrointestinal or digestive system condition type: peptic ulcer disease (pud)'), basal cell carcinoma ('tumor / teratoma / cancer type: basal cell') and bipolar disorder ('psychological or psychiatric problem condition: bipolar') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and seizures. Previously administered products included for an unreported indication: iud and depo-provera. Concurrent conditions included cerebrovascular disorder, chronic obstructive airways disease, epilepsy, stomach pain, memory loss, seasonal allergy, latex allergy, right lower quadrant pain, night sweats, perineal pain, shortness of breath, chest pain, neck pain, diaphoresis, chills, kidney stones, abscess, skin cancer, chickenpox, enterocolitis, (B)(6), diaphoresis, abdominal tenderness, arrhythmia, pulmonary embolism, acute coronary syndrome, pneumothorax and intra-abdominal bleeding. Family history included colon cancer, hyperhidrosis, melanoma and cervical cancer (mother). Concomitant products included botulinum toxin type a (botox), clonazepam (klonopin), gabapentin (neurontin), ibuprofen, macrogol 3350 (miralax), nsaids, ondansetron (zofran), oxycodone, paracetamol (acetaminophen), sennoside a+b and topiramate (topamax). In 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced musculoskeletal pain ("shoulder pain"), back pain ("back pain"), groin pain ("groin pain"), pelvic pain ("pain") and abdominal pain ("abdomen pain"). On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), seizure (seriousness criterion medically significant), peptic ulcer (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), migraine ("migraines"), allergy to metals ("nickel allergy/ allergic or hypersensitivity reaction type: metals"), anxiety ("psychological or psychiatric problem condition: anxiety / other injury(ies) or complication(s) please describe: anxiety"), depression ("psychological or psychiatric problem condition: depressive / other injury(ies) or complication(s) please describe: depression"), panic attack ("psychological or psychiatric problem condition: panic attack"), eczema ("rashes or skin conditions type: eczema"), memory impairment ("neurological conditions or problems type: memory issues"), asthenia ("neurological conditions or problems type: focal weakness"), vision blurred ("vision/eye problems type: blurred vision"), visual impairment ("vision/eye problems type: sees white patches"), tooth disorder ("dental problems"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), arthralgia ("right hip joint pain stabbing pain/ joint pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have basal cell carcinoma (seriousness criterion medically significant), weight decreased ("weight gain / loss specify which one:") and weight increased ("weight gain / loss specify which one:"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, neuropathy peripheral, seizure, peptic ulcer, basal cell carcinoma, bipolar disorder, menorrhagia, vaginal haemorrhage, dyspareunia, headache, allergy to metals, musculoskeletal pain, back pain, groin pain, pelvic pain, abdominal pain, anxiety, depression, panic attack, eczema, memory impairment, asthenia, vision blurred, visual impairment, tooth disorder, urinary tract infection, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, weight increased and alopecia outcome was unknown and the migraine and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, basal cell carcinoma, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, groin pain, headache, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, neuropathy peripheral, panic attack, pelvic pain, peptic ulcer, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- 2006 and 2012. Current weight (B)(6). On (B)(6) 2005- she hospitalized for postpartum preeclampsia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - in 2006: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, anxiety, bipolar disorder, back pain, peptic ulcer disease, focal weakness, joint pain, groin pain, weight gain, dyspareunia, menorrhagia, abdominal pain, nausea, vaginal bleeding, neuropathy, eczema, depressive, panic attacks". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), migraines, headaches, nickel allergy, pelvic pain, perforation (fallopian tube(s), shoulder pain, back pain, groin pain, abdomen pain, anxiety, bipolar, depressive, panic attack, eczema, seizure, peptic ulcer disease, memory issues, neuropathy, focal weakness, blurred vision, sees white patches, dental problems, uti, right hip joint pain stabbing pain, apareunia (inability to have sexual intercourse), fibromyalgia, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), basal cell, vaginal discharge, fatigue, weight gain, weight loss, hair loss. Reporter information, medical history, concomitant drug, events onset date, event outcome, lab data were added. Event injury was deleted and device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.